Manufacturer narrative:
The synchroseal instrument has been requested to be returned, but it has not been received as of the date of this report. Therefore, failure analysis of the product related to the complaint cannot be performed, and the root cause of the event has not been identified. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review confirmed that the synchroseal instrument was last used on (B)(6) 2022 on system (B)(4) with 11 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy the customer had issues with a fragment coming off the synchroseal instrument. The fragment was retrieved and the procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer to request additional information. There was no energy issue with the instrument, there was only physical damage which resulted in the fragment falling inside the patient. It was confirmed that the fragment was successfully retrieved during the same procedure and that there was no patient harm as a result of the event.